Event description:
Per the clinic, the patient experienced intractable vomiting subsequent to implantation on (B)(6) 2009, and was hospitalized for two days. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.